Event description:
It was reported that a caster broke and the caregiver allegedly injured their back while pushing the bed. However, the care facility did not have a report of an injury for this event and no additional information is available at this time.

Manufacturer narrative:
The care facility did not have a report of an injury for this alleged event. Additional information is not available at this time and no unit was identified. If additional information should become available, a follow-up report will be submitted.